Event description:
It was reported that the patient was going to have their implantable neurostimulator (ins) swapped out in a few weeks due to normal battery depletion. The manufacturer¿s representative (rep) ran impedances on the patient¿s device and found some issues. Impedance readings were tested on default and were as follows: 0/1-690, 0/2-? 0/3-?, 0/4-greater than 4000, 0/5-?, 0/6-?, 0/7-?, ½-690, 1/3-690, ¼ -greater than 4000, 1/5-690, 1/6-690, 1/7-690, 2/3-690, 2/4-greater than 4000, 2/5-?, 2/6-690, 2/7-?, ¾-greater than 4000, 3/5-?, 3/6-?, 3/7-690, 4/5-?, 4/6-?, 4/7-?, 5/6-?, 5/7-?, 6/7-?. There were no falls or traumas reported. It was reviewed with the rep. That the question mark often indicates a possible software issue and to try testing the impedances at three or four volts, as repeating values can also indicate flat spots. However, the rep. Was no longer with the patient. It was reviewed with the rep. That if medically appropriate they could try to reprogram around the issue and there could be a possible open in the system on four. It was noted there were no lead fractures reported. The patient also reported experiencing a shocking/jolting sensation. The patient stated she had been feeling more jolts recently. The rep. Was not sure if this was positional or not and had no more details on the event. The patient¿s device had not been replaced yet at the time of the report as they just received approval and were awaiting surgery date. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the replacement had not yet occurred. The manufacturer¿s representative (rep) was going to update after the case.

Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3998, lot# lb4932, implanted: (B)(6) 2003, product type: lead. (B)(4).